Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a bleeding issue while wearing an abbott diabetes care (adc) device, had to remove the device, and was unable to obtain readings. As a result, customer experienced "bleeding" at the sensor site, was unable to self-treat, and went to the hospital. At the hospital, a healthcare professional (hcp) provided unspecified "medical treatment", pressure wrapping, and "bleed kit" to stop the bleeding. Additionally, the hcp performed a blood glucose measurement with unspecified result, prior to providing third-party treatment of unspecified intravenous fluid for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer experienced a bleeding issue while wearing an abbott diabetes care (adc) device, had to remove the device, and was unable to obtain readings. As a result, customer experienced "bleeding" at the sensor site, was unable to self-treat, and went to the hospital. At the hospital, a healthcare professional (hcp) provided unspecified "medical treatment", pressure wrapping, and "bleed kit" to stop the bleeding. Additionally, the hcp performed a blood glucose measurement with unspecified result, prior to providing third-party treatment of unspecified intravenous fluid for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated. Visual inspection on the sensor plug assembly and no failure modes were observed. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.